Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2008, that an endovive safety peg kit device was used during a peg placement procedure. According to the complainant, the safety scalpel was in the locked position. If it could be opened, it would stay open. Reportedly, another basic scalpel was used to complete the procedure. No pt complications were reported as a result of this event. Pt's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.